Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID 200 laser fiber was used in a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser settings used were 1.5 joules and 5 hertz. According to the complainant, during the procedure, the laser fiber was broken approximately 1-2 cm proximal to the distal tip where the scope was deflected at a maximum position. The procedure was completed with the same laser fiber. There were no patient complications. There was no serious injury nor adverse patient effects as a result of this event.